Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (single port) instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator. A visual inspection was performed and the instrument was observed to have a broken lower molded insulator. The broken piece measured approximately 4.1mm x 15mm in size and was returned with the instrument. However, a detached fragment from the lower molded insulator was missing, measuring approximately 1.8mm x 8mm in size. The broken lower molded insulator likely caused the detached fragment. The grip base for the grip with the cracked molded insulator did not appear to be bent. There was no external damage to the shaft, housing, and snake wrist cables. Each input disk was manually articulated and responded accordingly, and the release buttons were functional. Additionally, the instrument was found to have a broken conductor wire located near the distal tip. The broken conductor wire was caused by the broken lower molded insulator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip fell off the maryland bipolar forceps instrument during dissection. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and showed no initial damage. During a dissecting task, a fragment fell inside the patient due to a collision with another instrument. The cause of the breakage was unknown, but the fragment was retrieved during the same procedure, and all fragments were visually confirmed as retrieved. During final removal, the wrist was straightened and there was no resistance felt; there was damage to the instrument and cannula. There was no patient injury, and no additional surgical procedures or post-operative tests were required. The procedure was completed robotically, and the instrument is available for return to intuitive surgical, inc. (Isi) for evaluation.